Manufacturer narrative:
On 6/22/16 medical records received. Patient was re-implanted with components after infection and prostalac antibiotic spacers. Surgical report noted a femoral fracture that was increased to reach midshaft during reaming for a depuy stem. It is not noted or known if the original fracture was during the antibiotic spacer placement surgery or after, for this reason and then fracture extended during reaming of femur, an unknown stem and unknown reamer will be reported for fracture with repair by cables. The complaint was updated on: jul 1, 2016. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On 6/22/2016 medical records received. Patient was re-implanted with components after infection and prostalac antibiotic spacers. Surgical report noted a femoral fracture that was increased to reach midshaft during reaming for a depuy stem. It is not noted or known if the original fracture was during the antibiotic spacer placement surgery or after, for this reason and then fracture extended during reaming of femur, an unknown stem and unknown reamer will be reported for fracture with repair by cables. The complaint was updated on: jul 1, 2016.